Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer stated that on a separate occasion he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 45 mg/dl at the time of the most recent event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.